Event description:
The reporter contacted animas on (B)(6) 2012 stating that all the keypad buttons were unresponsive. The reporter stated the keypad rubber was peeling. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The patient reportedly used a protective case, wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad was confirmed to be damaged with a hole over the down arrow keypad button, exposing the button contact. On testing, all of the keypad buttons had intermittent response when pressed and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed corrosion under the contacts of all the buttons with a greater concentration under the up arrow and contrast button contacts.